Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of the surgeon following a micro-stent implant procedure, a patient experienced elevated intraocular pressure (iop) three months postoperatively. A follow up exam showed the patient's iris had grown over and blocking lumen. The surgeon prescribed medication and will follow up on the patient's condition.

Manufacturer narrative:
No sample has been returned for evaluation for the report of elevated intraocular pressure (iop) and overgrowth over the lumen; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent obstruction and elevated iop are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).